Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported: "they have on several occasions on the pronto received higher hgb values of up to 4 points difference to a lab draw and think their pronto is not functioning properly." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. (B)(6).